Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device and battery were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed the customer's returned battery. The battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.